Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent placement problem occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left external iliac artery. A 10x40x75 epic¿ vascular stent was advanced to the lesion. An attempt was made to deploy the stent however the stent jumped distally and was not able to cover the intended target lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.